Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-03399 and 2134265-2018-03702. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the motor drive unit 5 plus (mdu5+) became unable to perform automatic pullback. However, after replacing with disposable sled, it was able to perform auto-pullback, but the issue continuously occurred. No patient complications were reported.